Event description:
It was reported that this right ventricular (rv) lead had been showing a gradual rise in shock impedances to high, out of range values. The device had never delivered a shock, and the concern was if a delivered shock impedance was in the range that it actually was, then the waveform could be truncated, and a fault code could be observed. A commanded shock was recommended to determine the real delivered impedance. The rv lead remains in service. No adverse patient effects were reported.